Manufacturer narrative:
Additional information: b5, g3, h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, more than a year after the catheter had been in place, dialysis treatment was performed according to the doctor's orders and lasted until noon; however, during the dialysis process or blood drainage, the venous port of the central venous catheter was cracked and leaked blood. The dialysis was stopped to return the blood. Iodine was the cleaning agent used on the device, and it was typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Flushing was done prior to use, and no abnormalities were found. No other defects or damages were found on the product. Hemodialysis extracorporeal circulation circuit was the other product being utilized with the device. Nothing unusual was observed on the device prior to use. Tego was not utilized. After actively reporting and communicating with the patient's family, the catheter was not replaced; only the catheter venous connector was replaced with a competitor's temporary disposable sterile central catheter venous connector on the same day, this resolved the issue, continued to be used in the patient's body, and the treatment was completed. There was about five milliliters of blood loss. A blood transfusion was not required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Event description:
According to the reporter, more than a year after the catheter had been in place, dialysis treatment was performed according to the doctor's orders and lasted until noon; however, during the dialysis process or blood drainage, the venous port of the central venous catheter was cracked and leaked blood. The dialysis was stopped to return the blood. Iodine was the cleaning agent used on the device, and it was typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Flushing was done prior to use, and no abnormalities were found. No other defects or damages were found on the product. Hemodialysis extracorporeal circulation circuit was the other product being utilized with the device. Nothing unusual was observed on the device prior to use. Tego was not utilized. The method utilized to tighten the adapters was by hand. After actively reporting and communicating with the patient's family, the catheter was not replaced; only the catheter venous connector was replaced with a competitor's temporary disposable sterile central catheter venous connector on the same day, this resolved the issue, continued to be used in the patient's body, and the treatment was completed. There was about 5 milliliters of blood loss. A blood transfusion was not required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, more than a year after the catheter had been in place, dialysis treatment was performed according to the doctor's orders and lasted until noon; however, during the dialysis process or blood drainage, the venous port of the central venous catheter was cracked and leaked blood. The dialysis was stopped to return the blood. Iodine was the cleaning agent used on the device, and it was typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Flushing was done prior to use, and no abnormalities were found. No other defects or damages were found on the product. Hemodialysis extracorporeal circulation circuit was the other product being utilized with the device. Nothing unusual was observed on the device prior to use. Tego was not utilized. After actively reporting and communicating with the patient's family, the catheter was not replaced; only the catheter venous connector was replaced with a competitor's temporary disposable sterile central catheter venous connector on the same day and continued to be used in the patient's body, and the treatment was completed. There was about 5 milliliters of blood loss. A blood transfusion was not required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.